Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/8/2021. H.6. Investigation: one sample and one photo were returned by the customer. It was reported that the tubing bubbled at exit point from pump. The returned photo confirms the bulge in the tubing, therefore the complaint can be verified. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump module (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. No bulging was observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing bubbled. The following information was provided by the initial reporter: material no: 2420-0500, batch no: unknown. It was reported that the tubing bubbled at exit point from pump.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing bubbled. The following information was provided by the initial reporter: material no: 2420-0500. Batch no: unknown. It was reported that the tubing bubbled at exit point from pump.